Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing was completed on the system. It was reported that the awl sharp blocked in the navlock during surgery. The issue was resolved with the replacement of the instrument. The instrument was returned to the manufacturer for evaluation. After visual and functional testing, it was confirmed that the returned instrument had impact marks at the back end causing fit issues with the mating tracker. Physical damage to the instrument was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the awl sharp blocked in the navlock during surgery. The issue extended the surgical time by less than 1 hour. There was no impact to the patient.